Event description:
High sedimentation rate [red blood cell sedimentation rate increased]. All over body aching [pain]. No pain relief from synvisc [device ineffective]. Soreness in joint, especially hips and shoulders [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) male pt with a history of osteoarthritis, initials (B)(6), who experienced no pain relief after starting synvisc. Eval of the pt's knees in 2002 revealed a grade two in one knee and a grade three in the other knee, exact knee not specified. The pt received three injections of synvisc into both knees on unspecified dates in 2009. The pt reported that he experienced no pain relief from the synvisc injections and said "the synvisc injections did not work for me." At the time of this report, the outcome of the pt was unk. Additional info was received on 08-jul-2009 from the health care provider who confirmed the pt was a male in his (B)(6) and he was treated with three injections of synvisc in an unspecified knee on unspecified dates. The hcp reported that following the third injection, the pt experienced all over body aching and soreness in the joints especially the hips and shoulders, which continued for about a month at the time of this report. The pt was referred to his primary care physician for testing and the testing revealed a high sedimentation rate of 87 (no baseline was available). Further testing for autoimmune disease such as rheumatoid arthritis and lupus were all negative. The pt was treated with oral prednisone which helped reduce some of the inflammation. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.